Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) received two devices, both opened by the account without the packaging. The visual inspection of the returned product noted. Each instrument firing knobs were retracted, and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on each firing rack. Pmv performed functional testing which included reload used in testing. Each instrument was successfully loaded with an articulating vascular/medium reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler locked during the first firing. The load was replaced and did not able to fire. The load was replaced again, and the problem persisted. So, the stapler was considered as defective. There was no patient injury reported.